Manufacturer narrative:
The root cause of the patient's post-operative complications is unknown. There is no allegation at this time that a specific instrument or accessory manufactured by intuitive surgical, inc. (Isi) caused or contributed to the patient's post-operative complications. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2015. No related system errors were found to have occurred during the surgical procedure. The system logs reveal that all of the instruments used during the da vinci-assisted surgical procedure were used in subsequent surgical procedures with no reported issues. This complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted surgical procedure, the site's risk management department claimed that a post-operative MRI of the patient's brain revealed hemorrhages. However, the cause of the patient's post-operative complications is unknown.

Event description:
It was reported by the risk management department of the hospital that a patient underwent a da vinci-assisted mitral valve repair procedure on (B)(6) 2015. The site's risk management department claimed that a post-operative MRI of the patient's brain revealed hemorrhages possibly related to alleged metallic foreign body emboli. The source of the alleged metallic foreign body emboli is unknown. According to the site's risk management department, a comparison of the patient's pre-surgical and post-surgical MRI studies confirmed that the foreign bodies appeared after the heart surgery was performed. No further clinical information was provided.